Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to turn off their stimulation. The patient verified that they weren¿t seeing the lightning bolt indicator on the programmer and that the stimulation they were feeling felt lighter than when therapy was turned on. The patient reported that they¿ve had the device off for two days and was still feeling stimulation. This was considered to be a sudden change in therapy/symptoms. No falls or traumas were reported that could be related to the issue. The patient was to follow up with their healthcare provider (hcp) to have the device and leads checked. It was noted that the issue started on (B)(6) 2017. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.